Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke. Cannula broke of the catheter hub/bushing during removal from the artery. Located action: the patient will require a medical intervention to retrieve the missing cannula.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. 1 sample was received. A v-cut with an excess material was observed on the part-off area. Clean cut was observed on the part-off area. Arterial cannula tube draw machine the machine parts that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could cause the hole in the catheter tubing. Arterial cannula assembly machine: there is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing is broken, its lie distance would most likely have failed and will automatically be rejected by the line. A simulation has been carried out by using scissors to cut on the tubing slightly. The floswitch housing end is being pulled to part-off from the catheter tubing. The part off surface is observed under the scope. It was observed that the part off area has a v-cut with clean cut and there is an excess material similar to the returned sample. According to the instructions for use (IFU) for arterial cannula, scissors are not to be used at or near the insertion site. From the investigation above, the part-off in the catheter tubing could have happened outside the manufacturing facility. The complaint trend will be tracked and monitored.

Event description:
Cannula broke of the catheter hub/bushing during removal from the artery. Located action: the patient will require a medical intervention to retrieve the missing cannula. Just spoke with (cns theatre and recovery) who reported the incident. I¿ve just realized that there is also no date of the incident in the email trail and I have emailed to confirm this. Patient in recovery post theatre. Arterial line removed as no longer required post surgery, ready for transfer back to ward. Noticed that it was severed on removal. Escalated patient transferred to sir charles gardiner hospital for further investigation and potential removal. Patient had surgery on saturday to remove. Nil further updates available unsure if patient was well unsure if patient was still in hospital unsure about any additional medical treatment involved unsure if any other injury or illness as a result of incident customer enquired should they quarantine stock/batch, I advised to follow health local policy and that to date bd has not received any information to do so.